Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify failed battery alarms due to blank display. Also, received with moisture damage on the motor and force sensor.

Event description:
The customer¿s mother reported via phone call that the insulin pump had blank screen. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that the insulin pump had an alarm to change the battery, however customer changed the battery and insulin pump alarmed failed battery. Customer was declined for troubleshooting. The insulin pump will be returned for analysis.